Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell five of five on the home choice (hc). The home patient (hp) stated they did not disconnect and no bags became disconnected. The hp stated they had three bags connected and there was solution in the heater bag only. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the hp cycle power and the hp would complete therapy via manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.